Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with tamper seals and labels intact; no physical damage was found on the device. There was evidence of the error recorded in the event history log. The customer reported problem was not verified/duplicated during functional testing. The occlusion detection level of the downstream occlusion (dso)sensor was within the standard range. The event was not reproducible, so a decision for cause could not be made. The root cause was unknown. For corrective measure, the upstream sensor was recalibrated as preventative measure. No fault was found with the device. The product is beyond 11 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously, and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (UDI number) is unknown. No information has been provided to date.

Event description:
It was reported that when a patient was changing a cassette to another one for regular replacement during the pre-use check (no extension tube was connected to it), a high pressure alarm went off. The alarm occurred in another pump as well. Then, when the alarm stopped for a moment, the cassette was connected to the extension tube and priming was performed, but the alarm persisted. Even though the patient removed the red cap and the clamp, the alarm was not cleared. So both the extension tube and the cassette were changed with another one. After that, the alarm was settled. There was no patient injury.